Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an external impact issue; app was affecting the phone. No relevant product or data related to the issue was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.